Manufacturer narrative:
A field service engineer (fse) went to the customer site and found that a sorter misalignment with the stc lane was causing cups to fall on the belt. The fse aligned the sorter and verified proper operation. Review of service and complaint history for serial number 10353210 was conducted from 13-mar-2015 through 13-apr-2016 and identified two (2) similar events. The most probable cause of this event may be related to misalignment of the sorter. The aia-2000 operator's manual informs the customer of the following: cause of the y-axis cup transfer z-axis home overrun: the home sensor activated improperly after movement of the y-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. Cause of the stc lane home detection failure: the home sensor failed to activate after the stc lane moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported receiving y-axis cup transfer z-axis home overrun error code 4193 and stc land home detect failure error code 4121 during use of the aia-2000 analyzer. The customer further reported that the analyzer was making a grinding noise. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and pth. There is no indication that patient intervention or adverse health consequences occurred due to the delay in reporting of patient results.